Manufacturer narrative:
Device received with constant insulin pump alarm, problem isolated to interface board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to insulin pump alarm.

Event description:
The customer reported via phone call that insulin pump had pump error alarm. The blood glucose at the time of the incident was 197 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.